Event description:
The follow-up of two patients was performed on (B)(6) 2024 with a smarttouch programmer with the smartview 3.16 installed. Whereas the first interrogation was performed without any issue, for the second patient the following message was displayed : "no inductive telemetry: the programming head is either not connected or not functioning." . It was confirmed that the programming head was properly connected to the usb port of the tablet, not on the docking station. The same error was present after plugging the programming head in a different the usb port and plugging and unplugging it several times. The green led on the programming head were lit. After removing and reinserting the battery of the smarttouch tablet and restarting it, the programming head was correctly recognized.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The follow-up of two patients was performed on (B)(6) 2024 with a smarttouch programmer with the smartview 3.16 installed. Whereas the first interrogation was performed without any issue, for the second patient the following message was displayed: "no inductive telemetry: the programming head is either not connected or not functioning." It was confirmed that the programming head was properly connected to the usb port of the tablet, not on the docking station. The same error was present after plugging the programming head in a different the usb port and plugging and unplugging it several times. The green led on the programming head were lit. After removing and reinserting the battery of the smarttouch tablet and restarting it, the programming head was correctly recognized.

Manufacturer narrative:
After several reminders, a reply has been received and the files will not be retrieved. Therefore, no investigation can be performed and the root cause remains unknown. In case new relevant information is provided, this case will be re-opened.